Event description:
The customer reported that after using an atec 1212-20 device, they went to place a marker inside the patient's breast and felt unknown resistance. According to the customer, x-ray confirms the tip of the atec 1212-20 needle became detached and is still inside the breast of the patient.